Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp.a follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rpm could not be increased or decreased while the cardiohelp was in emergency mode. Additionally, the rotary encoder was not functional and cardiohelp unit could only be turned off during emergency mode. Complaint ID # (B)(4).

Event description:
Complaint ID #: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-10-24/25/30/31. The user interface hardware kit was replaced. The rotary encoder was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the rpm could not be increased or decreased while the cardiohelp was in emergency mode. Additionally, the rotary encoder was not functional and cardiohelp unit could only be turned off during emergency mode. The failure during training. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-10-24/25/30/31. The user interface hardware kit was replaced. The rotary encoder was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop could be confirmed on the date of event. The defective part was investigated by the life cycle engineering. The root cause was determined to be as follows: upon visual inspection, a partly torn-off diode was identified on the hmi board. This diode belongs to the circuitry that directs the encoder outputs to the sensor bridge to set the pump speed in emergency mode. During functional testing it was confirmed that the part displacement was the cause of the issue since after re-soldering the diode, the speed setting function in emergency mode was restored. The most probable root cause of the torn-off diode is an external force exerted during service activities. In instruction of use (IFU) of the cardiohelp, chapter ¿using the emergency mode¿, emergency mode is when the flow speed is only controlled using the rotary encoder and can only be activated once the cardiohelp is turned on. In the IFU of the cardiohelp, chapter "switching on the cardiohelp-I, self-test", a self-test of the rotary knob is performed after every startup of the device to test the function. If the failure could not be detected until emergency mode was engaged, according to the IFU chapter ¿troubleshooting¿, in the event of a touchscreen malfunction; the emergency drive could be use or the cardiohelp could be exchange to remedy the failure. The review of the non-conformities has been performed on 2023-11-07 for the period of 2014-01-29 to 2023-10-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-01-29. Based on the results the reported failure "rpm cannot be controlled, hmi board" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2023. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).